Manufacturer narrative:
The guide sheath was returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip was missing. The distal end of the guide sheath was deformed and split. There were kinks at several positions on the insertion portion of the guide sheath. Also, two of the kinks were at the same position as a joint portion of the guiding device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the duplication test and similar cases in the past, it is known that the radiopaque tip was fallen into the patient because the joint portion of the guiding device was caught by the radiopaque tip when the guiding device with the bent distal end was inserted into the guide sheath around the radiopaque tip. Omsc presumes that the guide sheath was kinked due to any of the following possible causes. The unspecified load was applied to the guide sheath when it was taken out of the sterile package, in checking before use or positioning the guide sheath stopper. Only the guide sheath was inserted into the endoscope without combining with any device. In addition, the guide sheath was forcibly operated. The guide sheath was inserted without being held at close position to the biopsy valve, or kept as straight as possible relative to the biopsy valve. The instruction manual of the subject device warns; do not withdraw the endo therapy from the guide sheath if resistance to withdrawal is encountered. Reduce the angulation of the endoscope and withdraw the endo therapy and the guide sheath together from the endoscope. When inserting the ultrasound probe or endotherapy into the guide sheath or the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged.

Event description:
During an endobronchial ultrasonography with a guide sheath, the radiopaque tip of the guide sheath fell into the patient during pushing and pulling the guide sheath. The fragment was not able to be retrieved. The procedure was completed with another device. The patient is followed-up.